Event description:
It was reported that during an angiogram of the heart, the distal part of the pt2 moderate support 185 cm j-tip guidewire broke off in the pt's coronary artery. The pt was notified by the physician. The physician decided not to retrieve it due to the risk of complications of removal. There was no adverse reaction or injury to the pt. Additional info has been requested regarding this event.

Event description:
The physician placed a 6f sheath via the right femoral artery and an ebu 3.75 guide catheter, but could not cross the lesion with a bmw guidewire. The bmw guidewire was exchanged for a choice pt2 guidewire and the essentially totally occluded lesion was successfully crossed. The lesion was predilated with a 2.0 mm balloon, but demonstrated significant recoil. A 2.5/10 mm cutting balloon was cautiously inflated at the lesion site with excellent results. A small, non flow-limiting dissection was noted on the side of the artery, but remained stable throughout observation. The catheter and guidewire were removed for follow up angiography. At this time, it was noted that the distal 1 cm of the wire tip remained in a small branch coronary artery, but was not flow-limiting. The pt was advised of this event and the physician does not feel that the retained portion will have any clinical effect. The pt's condition was reported as 'stable' with 'no other complications' post procedure.